Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00008, 0002648920-2017-00072, 0001822565-2017-01005, 0001822565-2017-01006, 0001822565-2017-07637, 0002648920-2017-00671. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: (B)(4), nexgen precoat stemmed tibial component, lot 62462928, (B)(4), nexgen lps-flex articular surface, lot 62287669, (B)(4), nexgen all poly patella, lot 62400940, unknown zimmer locked intramedullary nail, lot unknown, (B)(4), palacos rg 1x40 single, lot 76184337, (B)(4), stem extension screw, lot 62445365, (B)(4), taper stem plug, lot 62297260. This report is number 1 of 4 mdrs filed for the same patient (reference 3007963827-2017-00008, 0002648920-2017-00072, 0001822565-2017-01005, 0001822565-2017-01006.)

Event description:
It is reported that the patient was revised due to unknown reasons.